Event description:
A letter received from attorney representing nsm stated that allegedly while servicing the power chair while user was in it, the chair unexpectedly moved trapping the user's knees under a counter. Subsequent death alleged.

Manufacturer narrative:
(B)(4) 2012 - (B)(6) - no RMA has been initiated for this issue. Model ranger x, serial number/date code (B)(4) is approximately 8 years and 7 months old. The owner's manual part number 1143151 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The male consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. Per a letter from the attorney representing nsm he states that an nsm technician made a service call to the power chair users home. The technician requested the user not be in the wheelchair while service was conducted but the user refused. The technician proceeded to service the wheelchair when the chair unexpectedly moved, trapping he users knees under a counter. This incident resulted in injury to the users leg which reportedly lead to the users death. In further conversations with the attorney who wrote the letter, he indicated there was no chair malfunction. To this day no one has ever alleged any chair malfunction, the nsm attorney contacted us because he wanted to understand chair operation and our service policies so he could best defend his client.